Event description:
It was reported that the communicator showed a yellow call doctor icon (ycd). The patient smelled something burning. There were no storms or power outages reported. The patient unplugs the communicator. A boston scientific company representative opted to replace the communicator. The communicator is no longer in service. No adverse patient effects were reported.